Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was patient reported that about a day or 2 ago, they felt pain on their implant site. Patient stated they rubbed marijuana balm on the implant site, and they would feel pain around their left leg since the ins was implanted in their left buttock. Patient stated that since last week they were having a hard time charging their ins. Patient stated that the controller kept saying recharger problem (patient did not recall what the exact message was) but when they go to check the controller it would say recharging excellent. Patient stated that their implant is on their left buttocks and the recharger would not position well and was a clunky design, patient also mentioned that the antenna slips and slides when they put it over the implant. Patient also mentioned that it would take 2 hours to charge their ins to 80%. Agent reviewed recharger function. Patient was unable to remove the cover on the controller and said they did not have enough hand strength, and no one could help them. Agent asked patient to try charging their ins. Patient started a charging session and confirmed the controller battery was 100% and the ins was 30% recharging excellent. Patient stated that they would need to stand like a soldier to get the controller to charge the ins. Patient noted seeing a recharger needs attention message. Patient unlocked the controller, and it was still charging with excellent quality and the ins battery increased to 40%. Agent reviewed that external devices seemed to be working as intended and advised patient to monitor the issue. Patient will call back if issue persists.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, lot#serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported patient called back repeating about 3 weeks ago they started to experience intense pain from the implant down the back of their leg. Patient said they would like to make a complaint as they feel that they are being very poorly served and was in more pain than they started out with. Patient said finally they got a call from a receptionist or someone who told patient to turn off the implant, and patient turned it off but since then has been playing around with it and can't make sense of it. Agent reviewed role of mdt and hcp and reviewed patient's device was a medical device and should be managed by a healthcare provider and to follow up with healthcare provider regarding the pain/symptoms they were having.